Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to upgrade due to low battery. The device battery is not low enough to explant but too low to upgrade. Device will remain implanted. The patient condition is stable.